Event description:
Pt was on cardiac monitor in ICU. Pt was post-cardiac surgery. Pt was found in room by rn unresponsive in full arrest. There were no alarms that alerted the nursing staff that pt was in distress. It is uncertain at this time if this was user error or machine malfunction. Full investigation to be done on equipment and circumstances surrounding the event; pt expired.